Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the fenestrated bipolar forceps instrument's wire and cautery attachment was broken and did not function as intended during endo-wrist movement. It all happened in single incident while holding tissue for activating cautery. The instrument wire and black wire look broken on outer inspection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument string was damaged, and the black energy cable got cut. No arcing was observed. There was no instrument collision, and while holding tissue the cable got cut. The instrument was replaced with another instrument to complete the procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. The instrument was found to have a broken conductor wire. The internal wires appear to have come out of the insulation. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.